Event description:
Olympus received a voluntary medwatch report and the customer reported that during removal of a evis exera iii colonovideoscope out of the colon, the outer rubber protector fractured and caused a 40cm abrasion to the colon. Upon further follow up with the customer, it was reported that post-procedure upon removing the colonoscope from the colon, the patient experienced a laceration and a hematoma to the colon. The intended procedure was a diagnostic colonoscopy. The duration of the procedure and the patient's anesthesia was not prolonged. The reported problem did not affect the outcome of the procedure, no medical intervention was required, and the procedure was completed as planned with the same device. The device was inspected prior to use per the instructions for use (IFU).